Event description:
The manufacture's field service engineering (fse) identified an error code of machine and proximal pressure sensors failed, 12 v supply failed, and 35 v supply failed in the diagnostic log (drpt). There was no patient involvement reported.